Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had intermittent up and down buttons response due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was 249 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.